Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the subject meter read inaccurately high compared to the another meter. The blood glucose results were unspecified. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.